Event description:
It was reported by service report that the foot-end brake pedals were jammed on both sides of the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-end broken brake crank assembly.